Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of the investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Hub leg broken off from PICC, the purple lumen.

Manufacturer narrative:
The supplier was contacted for an investigation and response. The response is as follows: the part appears to not have significant deformities on proximal end. There appears to be a slight mark near the tip of the proximal side. It is right before the tubing flares at the end. This could be evidence where the part was previously bonded and broke free from the junction, however this evidence is not conclusive. The junction was not return at further analysis could not be performed. See photos. Ftir comparison was performed on the part to investigate contaminates on surface of material. Two molded luer sub-assembly parts, pn 0900573-002 from lot 129869, were taken as "neat" samples and the returned part, or "dirty", was compared to both parts. Ftir showed that the parts were over 99% match, suggesting that there was not contamination. The slight mark on the proximal end likely suggests that the extension leg did not have enough material captured within the overmolded junction. Root cause: insufficient capture/lack of bonding between extension and overmold junction. A review of vygon's complaints showed five complaints submitted for this product code, and two of them is unrelated to this issue. There were two complaints received from this customer for similar failurs. Corrective action: the supplier has a CAPA open to produce an effective way to capture these failures. They have implemented internal process changes to aid the operator in producing repeatably acceptable components. Effectiveness of actions taken as a result of customer feedback is assessed on an ongoing basis through regular reviews of complaint trends. If negative trend is noted for a particular product, then it maybe assessed for a CAPA, or other actions assigned as deemed necessary.

Event description:
Hub leg broken off from PICC, the purple lumen.